Manufacturer narrative:
(B)(6).

Event description:
It was reported that non sustained lead noise due to post-paced t- wave oversensing was observed via a merlin.net transmission. Subsequently, the patient presented into clinic and reprogramming changes to the device were made. No further issues were reported. Patient will continue to be monitored via merlin.net.